Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the differential erythrolyse pump (pm4) and valve to resolve the issue. (B)(4).

Event description:
The customer reported that approximately one (1) out of twenty five (25) samples run on the coulter lh 750 hematology analyzer generated non-numeric flagged differential results. The customer stated that subsequent repeat of the flagged samples on an alternate lh analyzer produced differential results without flags. There was no report of erroneous results being generated or reported out of the laboratory in connection with this event. There was also no report of injury or change to patient treatment for this event.